Event description:
New information states that the patient condition was stable prior during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced muscle stimulation the lead was capped and replaced on (B)(6) 2018 successfully. No additional information was available.